Event description:
It was reported that a pt underwent biliodigestive anastomosis, cholecystectomy, resection of ductus choledochus on (B) (6) 2009. Post-operatively, the pt presented with a fascial dehiscence with burst abdomen on (B) (6) 2009. The pt underwent closure of abdominal wall with supportive sutures and vacuum assisted wound closure on (B) (6) 2009. The current status of pt is reported as 'ok'.

Manufacturer narrative:
(B) (4). (B) (4) - wound dehiscence. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. Add'l info: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B) (4), batch bak066, mfg date: 01/01/2009, exp date: 01/31/2011. (B) (4), batch bk6464, mfg date: 09/01/2009, exp date: 07/31/2011. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished good release criteria.